Event description:
It was reported that during the implant procedure the lead appeared kinked. The physician was concerned that end tip of lead appeared angled and rotated when rotation of pin was performed with purple pinch on tool. Another lead was implanted. No patient complications have been reported as a result of this event.